Manufacturer narrative:
This report is submitted on december 11, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, it was found that the electrode array was not situated within the cochlea. Subsequently the device was explanted on (B)(6) 2017 and the patient was implanted with a new device during the same surgery.